Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noticed smoke coming from the jaws of a fenestrated bipolar forceps instrument. After an examination by the nurse, it was found that the forceps' jaws were burned. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the fenestrated bipolar forceps instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. Review of the provided images is consistent with the reported complaint of thermal damage. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the arcing occurred while cauterizing. No other instruments were in use. The generator used was an ft10 with the settings set to coag 60 w. The instrument was in use for 20 minutes before the arcing event occurred. The instrument tips were in contact with tissue when the arcing occurred. There was no injury to the patient, and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The surgeon believes the issue was due to product quality issues. The instrument was connected properly. The instrument tips did not collide with any other instrument or tool during procedure. The instrument tip(s) did not touch any staples, clips or sutures while energized. The jaws were not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to activating the instrument. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.